Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an incomplete bolus alert and incomplete temporary (temp) rate occurred. Reportedly, the customer did not intentionally or unintentionally navigate to the bolus screen/temp screen. There was no reported impact to blood glucose.